Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Tested returned unit. No manufacturing parameters found out of spec and original panasonic battery voltage was measured at 3.072v. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was received at mg/dl. The 0300 and 0015 errors were observed in the error log indicating battery drop.